Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. Post implant, a chest x-ray was performed and confirmed that the atrial lp dislodged. When retrieving the lp, it was noted that the helix stretched. The lp was removed and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.